Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they experienced high blood glucose level of 528 mg/dl and insulin pump received motor position encoder error as well as motor error. The customer was treated with manual injection. Drive support cap was normal. Troubleshooting was performed for pump error alarm and declined by the customer for high blood glucose level. The product will be returned for analysis.